Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun

Event description:
The hospital reported an error resulting in inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.